Event description:
Revision surgery - the patient dislocated the modular neck from the prosthesis as a scar tissue and fat. The implants and scar tissue were removed.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.4 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. (B)(4). The root cause for the dislocation was most likely due to excess scar tissue and fat. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient dislocated the modular neck from the prosthesis due to excess scar tissue and fat. The implants and scar tissue were removed.